Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and the motor position encoder error was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. No motion sensor test failure alarm noted. The device also had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 156 mg/dl. The customer was unable to troubleshoot at the time. He called later and reported that the alarm history showed the motor error alarms, motor position encoder error, motion test failure, battery out limit and bad battery alarms. Blood glucose value at the time was 210 mg/dl. He stated that the device went through the x-ray machine at the airport. Troubleshooting was not able to resolve the issue. The device was returned for analysis.